Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to save override group to device in settings. A technical support specialist applied script 10000429160-00 es srv dispensing device override group 5.4.20 from knowledge article (unable to reassign override group to a device) to update the values for device, and informed the customer that this hotfix is a temporary, reactive solution that does not resolve the underlying bug, which has been scheduled for resolution in a future es system release. The customer was advised that until the permanent fix is deployed, the hotfix must be manually reapplied each time a new override group is added to the station. Customer gave permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to save override group to device in settings. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to save override group to device in settings. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.